Manufacturer narrative:
The pump has been returned to animas for evaluation. The evaluation of the product has not been completed; therefore, no conclusions can be drawn at this time. Once the evaluation is completed, a supplemental report will be filed.

Event description:
The pt contacted animas alleging that the pump was intermittently not responding to up, down, and ok button presses. He denied that the keypad was damaged. He also denied that the device was exposed to moisture.